Event description:
On (B)(6) 2010, a spontaneous report by a physician was received from a company rep regarding a (B)(6) y/o female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with (B)(4) lidocaine). Add'l info was received on (B)(6) 2010 from a physician. Based upon the info provided, the case was upgraded to serious expected. Medical history included no allergies; skin cancer on an unspecified date in (B)(6) 2004; closure of a defect other the nose from a resection of skin cancer on an unspecified date in (B)(6) 2004; rhinoplasty and a facelift on an unspecified date in (B)(6) 2007; previous injection of restylane (cross-linked hyaluronic acid dermal filler) on an unspecified date in (B)(6) 2008 around the mouth with no problems; previous injection of restylane on an unspecified date in (B)(6) 2009 to the nasolabial folds with no problems and previous injection of restylane on an unspecified date in (B)(6) 2009 to the lateral commissures with no problems. The pt's skin type was fitzpatrick 3. The pt was not taking any concomitant medications. The pt received a 1 cc injection of restylane-l on (B)(6) 2010 to the bilateral tear troughs. Pre-procedure medications included emla (lidocaine (B)(4) and prilocaine (B)(4)) cream topically to the injections sites. Add'l procedures performed at the time of implantation included a 1.2 cc injection of radiesse (synthetic calcium hydroxylapatite dermal filler) to the nasolabial folds. On an unspecified date in (B)(6) 2010 after the implantation, the pt developed swelling at the injections sites. The pt self-treated the swelling with cool compresses. On (B)(6) 2010, the pt contacted the injecting physician to report the swelling. On (B)(6) 2010, the pt's conjunctivas were clear. The physician felt the pt's symptoms were rep of an allergic and prescribed a tapering dose of deltasone (prednisone) 60 mg 3 times daily for 3 days, then 20 mg 2 times daily for 2 days and then 10 mg daily for 2 days. On (B)(6) 2010, the pt's edema was dramatically better and on (B)(6) 2010 when the physician evaluated the pt again, the edema was essentially gone. The pt finished the deltasone taper. Over a 1-4 day period the edema and swelling cleared and by (B)(6) 2010 the edema and swelling had completely resolved. On (B)(6) 2010, the physician evaluated the pt again and the pt had developed a reddened, edematous area to the lower left eye lid that had "somewhat" spread to upper left eye lid. The area was non-tender and the conjunctivas were clear. The physician still believed that the pt was experiencing some sort of allergic reaction to an exogenous source and prescribed another empirical tapering dose of oral cortisone. The physician next evaluated the pt on (B)(6) 2010 at which time the left tear trough area had dramatically improved and the area was not painful or ecchymosed. The pt was advised to finish the course of steroids, as there was still a little edema present. The physician evaluated the pt again on (B)(6) 2010 and the pt had a recurrence of swelling to the left tear trough area with mild pain and mild erythema. The area was injected with "three quarters" of a syringe (syringe size was not reported) of hyaluronidase and the area got better overnight. The area remained improved until the morning of (B)(6) 2010, at which time the pt was seen by the physician. The pt's left tear trough area appeared the same as when the physician first evaluated the pt. There was edema with a little bit of redness and the area was non-tender. The physician was not sure that was causing the symptoms and no longer had any idea if the symptoms were due to an allergic reaction or not. A decision was made to stop any further treatment and refer the pt to an allergist to figure out of this was an allergic reaction the pt was experiencing. On (B)(6) 2010, add'l info was received from the injecting physician. The pt was referred to an allergist and was evaluated by the allergist on (B)(6) 2010. The allergies thought the pt was experiencing contact dermatitis. Unspecified allergy work-up/testing was performed. The injecting physician did not have the actual test results, but reported that there were no positive results. On an unspecified date in 2010, the injecting physician attended a conference where he spoke with a biofilm expert about the pt's symptoms. Based upon the presentation of the pt's symptoms, which only cleared for a short period of time after treatment with cortisone and had improved after antibiotics and hyaluronidase injection, the biofilm expert felt that the pt's symptoms were most likely rep of a biofilm type infection. The injecting physician agreed with the biofilm expert and no longer felt that the pt experienced an allergic reaction. As of (B)(6) 2010, the pt's symptoms had resolved. The injecting physician reported that in light of the info he learned about biofilm reactions and the negative allergy work-up, he did not feel that the pt's symptoms were due to restylane-l at all. The injecting physician assessed the severity of the events as moderate. The lot number and expiration date were 10469 and july-2011, respectively.